Manufacturer narrative:
Additional information: the sponsor assessed the myocardial infarction as possibly related to the device and not related to the anti platelet medication. The sponsor assessed the heart failure as not related to the anti platelet medication and not related to the device. The sponsor assessed the hypertension as not related to the anti platelet medication and not related to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lcma. Approximately 7 days later the patient suffered respiratory distress. The patient received intubation, CPR, medication and defibrillation for ventricular fibrillation. The patient died. Death classification is unknown. The investigator reported that the event is not related to the index device or antiplatelet medication. The sponsor assessed that the event is possibly related to the device and anti platelet medication.

Manufacturer narrative:
Additional information: it was reported that death was due to myocardial infarction, heart failure and hypertension. Death was classed as sudden cardiac death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated death as cardiac death. Cec adjudicated mi as no event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The sponsor assessed that the event is not related to the device or antiplatelet medication. If information is provided in the future, a supplemental report will be issued.